Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported material split, cut, or torn could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tear. It was reported that after removal of the steerable guide catheter (sgc) from the anatomy, a tear was noted in the tip of the device. It is possible it was caused by the dilator but it is not clear. A new sgc was used to complete the procedure. There was noted a suboptimal transseptal puncture and there was no resistance noted when removing the dilator. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.